Manufacturer narrative:
The customer¿s complaint of a leak at the connection could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak at a connection during an unspecified infusion. Although requested, additional information has not been provided. There was no patient harm.